Manufacturer narrative:
The complaint was received from one clinical customer site in (B)(6). The customer reported a duplicate bottle identification number while using a bact/alert fn plus bottle. The lot in question was manufactured in april of 2015, and the customer complaint was received in (B)(6) of 2015. The customer submitted two laboratory request forms as documentation that there were duplicate bottle ids. A review on the instrument backup indicates no duplication of bottle ids. Bottle nrgvvhm4 was not loaded on (B)(6) 2015, it was loaded on (B)(6) 2015. Since the customer ID form from (B)(6) 2015 had the bottle ID for this bottle hand written instead of the pull tab, the pull tab had already been removed. It is probable that this bottle was not inoculated on (B)(6) 2015 and not used for blood culture until (B)(6) 2015. Quality systems confirmed that the bottle label supplier has controls in place to assure that in the event a duplicate label was generated, that it would be identified, properly quarantined, and never sent to biomerieux. The supplier scans 100% of the labels generated and retains an electronic file of each label (identification). Their label generation process, software applications and quality system have been audited by biomerieux in order to confirm that the validated state indicated in their investigation response meets biomerieux standards. A search of the supplier's generation files associated with the lots in question as well as the inspection files were searched to determine if the bottle ID in question was produced in duplicate. That search deemed that the bottle ID was not printed in duplicate. This complaint cannot be confirmed based on the information available.

Event description:
On (B)(6) 2015, a customer contacted biomerieux to report the same bottle ID on 2 bottles of bact/alert&#59398;n plus culture bottle. The first bottle was loaded into the bact/alert system on (B)(6) 2015. This bottle was loaded and completed testing without incident and was discarded. The second bottle was loaded onto the system on (B)(6) 2015. Upon scanning the associated barcode, an error message was displayed to the customer that the bottle ID already existed within the system. The second bottle finished testing and was also deemed final negative. When requested to provide specific details regarding the incident, the customer indicated no death nor injury was associated with this event. An internal investigation will be initiated to investigate this event.